Manufacturer narrative:
(B)(4).

Event description:
It was reported that following patient's generator replacement on (B)(6) 2015 due to battery depletion, high lead impedance (>10.000 ohms) results was discovered during the follow up visit on (B)(6) 2015. It was reported that pre and post-surgery impedance value were within normal limits. The generator was disabled following the high impedance. It was reported that patient manipulation or trauma is not believed to have caused or contributed to the high impedance. Xrays were performed and reviewed by the manufacturer on (B)(6) 2015. The generator is in the upper left chest in a normal placement and the electrodes appeared to be placed in normal arrangement. The feed-trough wires appears to be intact but the lead connector seems to be not fully inserted into the generator connector block. It was reported that patient underwent surgery for pin reinsertion which presumably corrected the high impedance issue.